Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l15643) was the third coil chosen; the coil could not be advanced nor retracted by the physician. The physician removed the coil and the concomitant microcatheter at the same time. After inspection, the complaint coil was observed to be in stretched condition. The physician used ¿a same like¿ product to successfully complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l15643) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l15643) was the third coil chosen; the coil could not be advanced nor retracted by the physician. The physician removed the coil and the concomitant microcatheter at the same time. After inspection, the complaint coil was observed to be in stretched condition. The physician used ¿a same like¿ product to successfully complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. It was observed that the core wire was coming out from the introducer. There were no kinks, no other damages observed on the core wire or on the introducer. Microscopic inspection was performed. The introducer was found split in the area where the core wire was noted to be protruding from. The embolic coil component was observed in good and normal condition under magnification. Functional evaluation: the embolic coil was advanced through a flushed lab sample microcatheter. No resistance was felt during the advancement test. The complaint reported that during the procedure, the 1.00mm x 3.00cm galaxy g3 mini coil was the third coil chosen and it could not be advanced nor retracted by the physician. When it was removed with the concomitant microcatheter, it was found to be in stretched condition. Based on the visual, microscopic, and functional evaluation performed on the returned device, the reported issue could not be confirmed. The embolic coil component was in good, normal condition. It was advanced through a flushed microcatheter and did not encounter any resistance. A review of manufacturing documentation associated with this lot (l15643) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the main rotating hemostasis valve (rhv) valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. The described event could not be confirmed since the device performed without any problem. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿mechanical problem identified¿ code was used in the investigational findings to capture the split observed on the introducer component of the returned device, the ¿inserter¿ component code. This investigation findings code corresponds to the ¿cause not established¿ code used in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 22-feb-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.